Event description:
It was reported that the patient never experienced therapeutic with the implantable neurostimulator (ins). Follow up information received indicated that the patient had a difficult implant surgery which lasted 3 hours. It was noted that the result of the trial phase of testing were "average at best." Impedances measurements were normal and "imaging" has always shown normal results. No malfunctions were seen or interventions performed. The patient subsequently had bilateral hip replacement surgery and it was hoped that this would improve the stimulation therapy. It was noted that it was difficult for the patient to get stimulation to her back without getting stim to her rib area. It was also reported that the stimulation was stronger to her legs than to her back. No revisions were anticipated for the patient and she had seen multiple surgeons for spinal fusion who all declined to operate on her. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3778-60 serial #(B)(4) implanted: (B)(6) 2010 explanted: na; lead model 3778-60 serial #(B)(4) implanted: (B)(6) 2010 explanted: na; programmer model 37743 serial #(B)(4); recharger model 37752 serial #(B)(4).